Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5054-58 implantable pacing lead (B)(6) 2000. (B)(4).

Event description:
It was reported that during the periodic follow-up, there was a lead warning for the atrial lead due to low impedance. The atrial lead was reprogrammed from bipolar to unipolar. Because of this, oversensing of myogenic potentials was seen and the sensitivity was also reprogrammed. It was also reported that an increased ventricular lead threshold was seen. Both leads remain in use until the next follow-up. No patient complications have been reported as a result of this event.